Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alert, failed battery alarm, low battery alert due to blank display. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump kept alerting low battery and failed battery test. Customer did not recall their blood glucose level at the time of the incident. Troubleshooting was performed for the low battery alarm. The battery was last changed on (B)(6) 2017, it did not last more than a week. Customer does not use rechargeable batteries or used a previously used battery. No change on customer lifestyle, insulin, or basal rates. Customer does not perform daily rewinds. No frequent alarm. Does not upload more than once ever two weeks. Customer does not use the sensor featured. Customer did receive a weak battery alert prior to the alarm. Customer does not have the meter option on the insulin pump. Troubleshooting for failed battery test was performed. No damage was noted in the battery compartment. Customer was advised to clean the battery compartment and battery cap. Customer inserted a new battery and the failed battery test alarm did not occur. Customer was advised to monitor the insulin pump. Customer requested the insulin pump to be replaced. The insulin pump was returned for analysis.